Event description:
Reference number (B)(4). Event occurred in the united states it was reported that patient faced infusion set tubing detachment event on 20-nov-2024. The infusion set was in use for two days. The insertion site was abdomen. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states h11 : since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.